Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that during a cataract extraction with intraocular lens implant procedure they had occlusion problems. The system displayed an occlusion warning. The handpiece and tip were exchanged with no resolution to the issue. It was noted that the patient did have a very dense cataract. The surgery was completed using an alternate system with no harm to the patient.